Event description:
On the day of the event, patient had a ptca procedure performed on patient's vascular access graft. Later that evening, the patient reported feeling "icky" on or about the time of patient's treatment with the lifemate hemofiltration system. While receiving therapy the following day, the patient reported a high fever. Temperature was recorded at 101 later that evening. Patient's treating physician was notified and patient reported to the emergency room and had blood cultures drawn and received IV vancomycin. Patient temperature was reported to be 101.6 prior to the administration of IV antibiotics. Patient was not admitted to the hospital. Patient received regularly scheduled treatments using the lifemate system during a ten day period after the event. During this time, patient reported to not feel as well as patient had been feeling, but attributed symptoms to graft problems. Patient reported a low grade fever following patient's treatments on two separate occassional during treatment up to 16 days after the original event, patient experienced fever (100.6), nausea, chills and indigestion. Patient terminated treatment with 1.1 liters of replacement fluid to be delivered. Patient terminated hemofiltration and is now receiving dialysis.